Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), allergy to metals ("nickel allergy"), menometrorrhagia, tendonitis ("tendinitis at the insertion point between the dorsal interossei of the hand") and sleep apnoea syndrome ("suspected sleep apnea") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1 in 2002, eczema, asthma and multiple allergies. Previously administered products included for contraception: copper iud and mirena; for an unreported indication: oral contraception unspecified. Past adverse reactions to the above products included patient-device incompatibility with copper iud. Concurrent conditions included deep dyspareunia since 2002, constipation since 2002 and dysmenorrhea since 2002. Concomitant products included progesterone for contraception as well as domperidone (motilium) since (B)(6) 2017, loperamide hydrochloride (imodium) since (B)(6) 2017, nifuroxazide since (B)(6) 2017, smectite (smecta) since (B)(6) 2017 and spasfon since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menometrorrhagia. In 2012, the patient experienced the first episode of musculoskeletal pain ("non injury-related left scapular pain for several weeks"). In (B)(6) 2012, the patient experienced tendonitis with pain in extremity. On (B)(6) 2012, 2 months 18 days after insertion of essure, the patient experienced sleep apnoea syndrome. In (B)(6) 2012, the patient experienced inflammation ("inflammation") and the first episode of neck pain ("cervical pain, neck pain"). On (B)(6) 2013, the patient experienced visual impairment ("visual disturbances/worsening visual disturbances"). In 2013, the patient experienced toothache ("recurrent tooth pain"). On (B)(6) 2013, the patient experienced metrorrhagia ("metrorrhagia"). In (B)(6) 2013, the patient experienced tooth disorder ("worsening of her dentition"). On (B)(6) 2013, the patient experienced vertigo positional ("paroxysmal vertigo, initially characterized as benign, paroxysmal orthostatic vertigo"). In october 2013, the patient experienced tinnitus ("left-sided tinnitus"). On (B)(6) 2014, the patient experienced gingival recession ("the gums of part of the upper jaw were receding"). On (B)(6) 2014, the patient experienced the first episode of pain in extremity ("left hand and left index finger pain"). On (B)(6) 2015, the patient experienced polymenorrhoea ("frequent periods (three periods lasting 7 days with 4 days in between)"), dysmenorrhoea ("painful periods") and the first episode of breast pain ("breast pain"). On (B)(6) 2015, the patient experienced eczema ("eczema crisis"). In 2015, the patient experienced migraine ("migraines, many migraines over the last year"). In (B)(6) 2015, the patient experienced blood prolactin increased ("significant elevation of prolactin"). On (B)(6) 2015, the patient experienced pain ("sparse pain"). On (B)(6) 2015, the patient experienced weight increased ("10-kg weight gain in a few months"), menstruation irregular ("menstrual irregularities"), breast discharge ("small amounts of nipple discharge (not regular galactorrhea) "), the second episode of breast pain ("mastodynia") and polycystic ovaries ("suspicion of polycystic ovarian syndrome"). On (B)(6) 2015, the patient experienced inner ear disorder ("internal ear problems") and visual field defect ("very small scotoma of the lower right eye"). On (B)(6) 2016, the patient experienced arthralgia ("ankle pain") and tachycardia ("tachycardia"). On (B)(6) 2016, the patient experienced tooth abscess ("dental abscess"), subcutaneous abscess ("umbilical skin abscess") and pharyngitis ("pharyngitis"). On (B)(6) 2016, the patient experienced palpitations ("palpitations, especially at night"), hot flush ("hot flushes"), menopause ("premenopausal"), stress ("stressed") and anxiety ("anxious"). On (B)(6) 2016, the patient experienced cystitis ("cystitis"). On (B)(6) 2016, the patient experienced vulvovaginal discomfort ("recurrent irritations"). On (B)(6) 2016, the patient experienced ligament sprain ("left thumb sprain"). On (B)(6) 2016, the patient experienced hypermobility syndrome ("overall joint hyperlaxity, cervico-occipital junction blockage and left tarsal-metatarsal blockage"). On (B)(6) 2016, the patient experienced dry eye ("eye dryness"). In (B)(6) 2016, the patient experienced fall ("fall"), malaise ("malaise without clear cause"), the second episode of neck pain ("neck pain"), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2016, the patient experienced feeling drunk ("feel drunk"). On (B)(6) 2017, the patient experienced blood iron abnormal ("iron level abnormalities"). On (B)(6) 2017, the patient experienced blood 25-hydroxycholecalciferol decreased ("25-dihydroxyvitamin d2-d3 deficiency"). On (B)(6) 2017, the patient experienced uterine leiomyoma ("inflammatory myomatous uterus") and adenomyosis ("superficial adenomyosis"). On (B)(6) 2017, the patient experienced uterine polyp ("voluminous polyp on hysterectomy scar"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), allergy to metals, fatigue ("morning fatigability"), asthenia ("asthenia"), the second episode of musculoskeletal pain ("persistent shoulder pain"), hypersensitivity ("her allergies have become more severe"), gait disturbance ("difficulty walking"), the second episode of pain in extremity ("legs pain"), memory impairment ("memory disorder") and hormone level abnormal ("hormonal disorder"). The patient was treated with tranexamic acid (exacyl), tacrolimus (protopic), ferrous sulfate (tardyferon), enoxaparin sodium (lovenox) and surgery (essure implants are removed by hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure was removed. At the time of the report, the pelvic pain, allergy to metals, tendonitis, sleep apnoea syndrome, inflammation, toothache, metrorrhagia, tooth disorder, gingival recession, pain, weight increased, breast discharge, the last episode of breast pain, polycystic ovaries, inner ear disorder, visual field defect, arthralgia, tachycardia, tooth abscess, subcutaneous abscess, pharyngitis, hot flush, menopause, stress, anxiety, cystitis, vulvovaginal discomfort, ligament sprain, hypermobility syndrome, fall, malaise, the last episode of neck pain, nausea, vomiting, feeling drunk, hypersensitivity, blood iron abnormal, blood 25-hydroxycholecalciferol decreased, uterine leiomyoma, adenomyosis and uterine polyp outcome was unknown, the menometrorrhagia, polymenorrhoea, dysmenorrhoea, blood prolactin increased, menstruation irregular and migraine had not resolved, the visual impairment, vertigo positional, tinnitus, eczema, palpitations, dry eye, the last episode of pain in extremity, memory impairment and hormone level abnormal had resolved and the gait disturbance was resolving. The reporter considered adenomyosis, allergy to metals, anxiety, arthralgia, asthenia, blood 25-hydroxycholecalciferol decreased, blood iron abnormal, blood prolactin increased, breast discharge, cystitis, dry eye, dysmenorrhoea, eczema, fall, fatigue, feeling drunk, gait disturbance, gingival recession, hormone level abnormal, hot flush, hypermobility syndrome, hypersensitivity, inflammation, inner ear disorder, ligament sprain, malaise, memory impairment, menometrorrhagia, menopause, menstruation irregular, metrorrhagia, migraine, nausea, pain, palpitations, pelvic pain, pharyngitis, polycystic ovaries, polymenorrhoea, sleep apnoea syndrome, stress, subcutaneous abscess, tachycardia, tendonitis, tinnitus, tooth abscess, tooth disorder, toothache, uterine leiomyoma, uterine polyp, vertigo positional, visual field defect, visual impairment, vomiting, vulvovaginal discomfort, weight increased, the first episode of breast pain, the first episode of musculoskeletal pain, the first episode of neck pain, the first episode of pain in extremity, the second episode of breast pain, the second episode of musculoskeletal pain, the second episode of neck pain and the second episode of pain in extremity to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: positive to nickel; basophil count (< 100 - %) - on (B)(6) 2017: 0 %; blood iron (60 - 140 mcg/dl) - on (B)(6) 2017: 28 mcg/dl; blood prolactin - on (B)(6) 2015: 45 ng/ml; on (B)(6) 2015: 32 ng/ml; on (B)(6) 2016: 40 ng/ml (elevated); blood test - on (B)(6) 2012: normal; in 2015: normal; cardiovascular evaluation - on (B)(6) 2013: normal; electrocardiogram - on (B)(6) 2013: normal; on (B)(6) 2017: normal; laboratory test - on (B)(6) 2015: normal; nuclear magnetic resonance imaging - on (B)(6) 2013: discrete horizontal; on (B)(6) 2014: focal area of tendon; nuclear magnetic resonance imaging brain - on (B)(6) 2015: normal; platelet count - on (B)(6) 2012: slightly below normal; serum ferritin (30 - 250 mcg/l) - on (B)(6) 2007: 17 mcg/l; spinal x-ray - on (B)(6) 2012: did not show any abnormality; ultrasound pelvis - on (B)(6) 2017: without particularity; ultrasound scan - on (B)(6) 2012: nothing abnormal was found; white blood cell count (4000 - 9000 /mm3) - on (B)(6) 2017: 10000/mm3; x-ray - on (B)(6) 2014: normal; on (B)(6) 2017: essures seen; x-ray limb - on (B)(6) 2012: essure in place on both sides of the pelvis; significant allergies to: latex, iodine, pollen, grass, group 1 molds, birches, beeches and oaks, mediterranean trees and park trees. There is also slight positivity for feathers and dust mites. Further company follow-up with the consumer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), allergy to metals ("nickel allergy"), menometrorrhagia ("menometrorrhagia"), tendonitis ("tendinitis at the insertion point between the dorsal interossei of the hand") and sleep apnoea syndrome ("suspected sleep apnea") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1 in 2002, eczema, asthma and multiple allergies. Previously administered products included for contraception: copper iud and mirena; for an unreported indication: oral contraception unspecified. Past adverse reactions to the above products included patient-device incompatibility with copper iud. Concurrent conditions included deep dyspareunia since 2002, constipation since 2002 and dysmenorrhea since 2002. Concomitant products included progesterone for contraception as well as domperidone (motilium) since (B)(6) 2017, loperamide hydrochloride (imodium) since (B)(6) 2017, nifuroxazide since (B)(6) 2017, smectite (smecta) since (B)(6) 2017 and spasfon since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menometrorrhagia. In 2012, the patient experienced the first episode of musculoskeletal pain ("non injury-related left scapular pain for several weeks"). In (B)(6) 2012, the patient experienced tendonitis with pain in extremity. On (B)(6) 2012, 2 months 18 days after insertion of essure, the patient experienced sleep apnoea syndrome. In (B)(6) 2012, the patient experienced inflammation ("inflammation") and the first episode of neck pain ("cervical pain, neck pain"). On (B)(6) 2013, the patient experienced visual impairment ("visual disturbances / worsening visual disturbances"). In 2013, the patient experienced toothache ("recurrent tooth pain"). On (B)(6) 2013, the patient experienced metrorrhagia ("metrorrhagia"). In (B)(6) 2013, the patient experienced tooth disorder ("worsening of her dentition"). On (B)(6) 2013, the patient experienced vertigo positional ("paroxysmal vertigo, initially characterized as benign, paroxysmal orthostatic vertigo"). In (B)(6) 2013, the patient experienced tinnitus ("left-sided tinnitus"). On (B)(6) 2014, the patient experienced gingival recession ("the gums of part of the upper jaw were receding"). On (B)(6) 2014, the patient experienced the first episode of pain in extremity ("left hand and left index finger pain"). On (B)(6) 2015, the patient experienced polymenorrhoea ("frequent periods (three periods lasting 7 days with 4 days in between)"), dysmenorrhoea ("painful periods") and the first episode of breast pain ("breast pain"). On (B)(6) 2015, the patient experienced eczema ("eczema crisis"). In 2015, the patient experienced migraine ("migraines, many migraines over the last year"). In (B)(6) 2015, the patient experienced blood prolactin increased ("significant elevation of prolactin"). On (B)(6) 2015, the patient experienced pain ("sparse pain"). On (B)(6) 2015, the patient experienced weight increased ("10-kg weight gain in a few months"), menstruation irregular ("menstrual irregularities"), breast discharge ("small amounts of nipple discharge (not regular galactorrhea) "), the second episode of breast pain ("mastodynia") and polycystic ovaries ("suspicion of polycystic ovarian syndrome"). On (B)(6) 2015, the patient experienced inner ear disorder ("internal ear problems") and visual field defect ("very small scotoma of the lower right eye"). On (B)(6) 2016, the patient experienced arthralgia ("ankle pain") and tachycardia ("tachycardia"). On (B)(6) 2016, the patient experienced tooth abscess ("dental abscess"), subcutaneous abscess ("umbilical skin abscess") and pharyngitis ("pharyngitis"). On (B)(6) 2016, the patient experienced palpitations ("palpitations, especially at night"), hot flush ("hot flushes"), menopause ("premenopausal"), stress ("stressed") and anxiety ("anxious"). On (B)(6) 2016, the patient experienced cystitis ("cystitis"). On (B)(6) 2016, the patient experienced vulvovaginal discomfort ("recurrent irritations"). On (B)(6) 2016, the patient experienced ligament sprain ("left thumb sprain"). On (B)(6) 2016, the patient experienced hypermobility syndrome ("overall joint hyperlaxity, cervico-occipital junction blockage and left tarsal-metatarsal blockage"). On (B)(6) 2016, the patient experienced dry eye ("eye dryness"). In (B)(6) 2016, the patient experienced fall ("fall"), malaise ("malaise without clear cause"), the second episode of neck pain ("neck pain"), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2016, the patient experienced feeling drunk ("feel drunk"). On (B)(6) 2017, the patient experienced blood iron abnormal ("iron level abnormalities"). On (B)(6) 2017, the patient experienced blood 25-hydroxycholecalciferol decreased ("25-dihydroxyvitamin d2-d3 deficiency"). On (B)(6) 2017, the patient experienced uterine leiomyoma ("inflammatory myomatous uterus") and adenomyosis ("superficial adenomyosis"). On (B)(6) 2017, the patient experienced uterine polyp ("voluminous polyp on hysterectomy scar"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), allergy to metals, fatigue ("morning fatigability"), asthenia ("asthenia"), the second episode of musculoskeletal pain ("persistent shoulder pain"), hypersensitivity ("her allergies have become more severe"), gait disturbance ("difficulty walking"), the second episode of pain in extremity ("legs pain"), memory impairment ("memory disorder") and hormone level abnormal ("hormonal disorder"). The patient was treated with tranexamic acid (exacyl), tacrolimus (protopic), ferrous sulfate (tardyferon), enoxaparin sodium (lovenox) and surgery (essure implants are removed by hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure was removed. At the time of the report, the pelvic pain, allergy to metals, tendonitis, sleep apnoea syndrome, inflammation, toothache, metrorrhagia, tooth disorder, gingival recession, pain, weight increased, breast discharge, the last episode of breast pain, polycystic ovaries, inner ear disorder, visual field defect, arthralgia, tachycardia, tooth abscess, subcutaneous abscess, pharyngitis, hot flush, menopause, stress, anxiety, cystitis, vulvovaginal discomfort, ligament sprain, hypermobility syndrome, fall, malaise, the last episode of neck pain, nausea, vomiting, feeling drunk, hypersensitivity, blood iron abnormal, blood 25-hydroxycholecalciferol decreased, uterine leiomyoma, adenomyosis and uterine polyp outcome was unknown, the menometrorrhagia, polymenorrhoea, dysmenorrhoea, blood prolactin increased, menstruation irregular and migraine had not resolved, the visual impairment, vertigo positional, tinnitus, eczema, palpitations, dry eye, the last episode of pain in extremity, memory impairment and hormone level abnormal had resolved and the gait disturbance was resolving. The reporter considered adenomyosis, allergy to metals, anxiety, arthralgia, asthenia, blood 25-hydroxycholecalciferol decreased, blood iron abnormal, blood prolactin increased, breast discharge, cystitis, dry eye, dysmenorrhoea, eczema, fall, fatigue, feeling drunk, gait disturbance, gingival recession, hormone level abnormal, hot flush, hypermobility syndrome, hypersensitivity, inflammation, inner ear disorder, ligament sprain, malaise, memory impairment, menometrorrhagia, menopause, menstruation irregular, metrorrhagia, migraine, nausea, pain, palpitations, pelvic pain, pharyngitis, polycystic ovaries, polymenorrhoea, sleep apnoea syndrome, stress, subcutaneous abscess, tachycardia, tendonitis, tinnitus, tooth abscess, tooth disorder, toothache, uterine leiomyoma, uterine polyp, vertigo positional, visual field defect, visual impairment, vomiting, vulvovaginal discomfort, weight increased, the first episode of breast pain, the first episode of musculoskeletal pain, the first episode of neck pain, the first episode of pain in extremity, the second episode of breast pain, the second episode of musculoskeletal pain, the second episode of neck pain and the second episode of pain in extremity to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: positive to nickel. Basophil count (< 100 - %) - on (B)(6) 2017: 0 %. Blood iron (60 - 140 mcg/dl) - on (B)(6) 2017: 28 mcg/dl. Blood prolactin - on (B)(6) 2015: 45 ng/ml; on (B)(6) 2015: 32 ng/ml; on (B)(6) 2016: 40 ng/ml (elevated). Blood test - on (B)(6) 2012: normal; in 2015: normal. Cardiovascular evaluation - on (B)(6) 2013: normal. Electrocardiogram - on (B)(6) 2013: normal; on (B)(6) 2017: normal. Laboratory test - on (B)(6) 2015: normal. Nuclear magnetic resonance imaging - on (B)(6) 2013: discrete horizontal; on (B)(6) 2014: focal area of tendon. Nuclear magnetic resonance imaging brain - on (B)(6) 2015: normal. Platelet count - on (B)(6) 2012: slightly below normal. Serum ferritin (30 - 250 mcg/l) - on (B)(6) 2007: 17 mcg/l. Spinal x-ray - on (B)(6) 2012: did not show any abnormality. Ultrasound pelvis - on (B)(6) 2017: without particulates. Ultrasound scan - on (B)(6) 2012: nothing abnormal was found. White blood cell count (4000 - 9000 /mm3) - on (B)(6) 2017: 10000 /mm3. X-ray - on (B)(6) 2014: normal; on (B)(6) 2017: essures seen. X-ray limb - on (B)(6) 2012: essure in place on both sides of the pelvis. Significant allergies to: latex, iodine, pollen, grass, group 1 molds, birches, beeches and oaks, mediterranean trees and park trees. There is also slight positivity for feathers and dust mites. Further company follow-up with the consumer or lawyer is not possible. Follow-up received on 26-oct-2018: internal correction: FDA codes added. Incident- no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), allergy to metals ("nickel allergy"), menometrorrhagia ("menometrorrhagia"), tendonitis ("tendinitis at the insertion point between the dorsal interossei of the hand") and sleep apnoea syndrome ("suspected sleep apnea") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Follow-up on 30-oct-2018. The patient's past medical history included parity 1 in 2002, eczema, asthma and multiple allergies. Previously administered products included for contraception: copper iud and mirena; for an unreported indication: oral contraception unspecified. Past adverse reactions to the above products included patient-device incompatibility with copper iud. Concurrent conditions included deep dyspareunia since 2002, constipation since 2002 and dysmenorrhea since 2002. Concomitant products included progesterone for contraception as well as domperidone (motilium) since (B)(6) 2017, loperamide hydrochloride (imodium) since (B)(6) 2017, nifuroxazide since (B)(6) 2017, smectite (smecta) since (B)(6) 2017 and spasfon since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menometrorrhagia. In 2012, the patient experienced the first episode of musculoskeletal pain ("non injury-related left scapular pain for several weeks"). In (B)(6) 2012, the patient experienced tendonitis with pain in extremity. On (B)(6) 2012, 2 months 18 days after insertion of essure, the patient experienced sleep apnoea syndrome. In (B)(6) 2012, the patient experienced inflammation ("inflammation") and the first episode of neck pain ("cervical pain, neck pain"). On (B)(6) 2013, the patient experienced visual impairment ("visual disturbances / worsening visual disturbances"). In 2013, the patient experienced toothache ("recurrent tooth pain"). On (B)(6) 2013, the patient experienced metrorrhagia ("metrorrhagia"). In (B)(6) 2013, the patient experienced tooth disorder ("worsening of her dentition"). On (B)(6) 2013, the patient experienced vertigo positional ("paroxysmal vertigo, initially characterized as benign, paroxysmal orthostatic vertigo"). In (B)(6) 2013, the patient experienced tinnitus ("left-sided tinnitus"). On (B)(6) 2014, the patient experienced gingival recession ("the gums of part of the upper jaw were receding"). On (B)(6) 2014, the patient experienced the first episode of pain in extremity ("left hand and left index finger pain"). On (B)(6) 2015, the patient experienced polymenorrhoea ("frequent periods (three periods lasting 7 days with 4 days in between)"), dysmenorrhoea ("painful periods") and the first episode of breast pain ("breast pain"). On (B)(6) 2015, the patient experienced eczema ("eczema crisis"). In 2015, the patient experienced migraine ("migraines, many migraines over the last year"). In (B)(6) 2015, the patient experienced blood prolactin increased ("significant elevation of prolactin"). On (B)(6) 2015, the patient experienced pain ("sparse pain"). On (B)(6) 2015, the patient experienced weight increased ("10-kg weight gain in a few months"), menstruation irregular ("menstrual irregularities"), breast discharge ("small amounts of nipple discharge (not regular galactorrhea) "), the second episode of breast pain ("mastodynia") and polycystic ovaries ("suspicion of polycystic ovarian syndrome"). On (B)(6) 2015, the patient experienced inner ear disorder ("internal ear problems") and visual field defect ("very small scotoma of the lower right eye"). On (B)(6) 2016, the patient experienced arthralgia ("ankle pain") and tachycardia ("tachycardia"). On (B)(6) 2016, the patient experienced tooth abscess ("dental abscess"), subcutaneous abscess ("umbilical skin abscess") and pharyngitis ("pharyngitis"). On (B)(6) 2016, the patient experienced palpitations ("palpitations, especially at night"), hot flush ("hot flushes"), menopause ("premenopausal"), stress ("stressed") and anxiety ("anxious"). On (B)(6) 2016, the patient experienced cystitis ("cystitis"). On (B)(6) 2016, the patient experienced vulvovaginal discomfort ("recurrent irritations"). On (B)(6) 2016, the patient experienced ligament sprain ("left thumb sprain"). On (B)(6) 2016, the patient experienced hypermobility syndrome ("overall joint hyperlaxity, cervico-occipital junction blockage and left tarsal-metatarsal blockage"). On (B)(6) 2016, the patient experienced dry eye ("eye dryness"). In (B)(6) 2016, the patient experienced fall ("fall"), malaise ("malaise without clear cause"), the second episode of neck pain ("neck pain"), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2016, the patient experienced feeling drunk ("feel drunk"). On (B)(6) 2017, the patient experienced blood iron abnormal ("iron level abnormalities"). On (B)(6) 2017, the patient experienced blood 25-hydroxycholecalciferol decreased ("25-dihydroxyvitamin d2-d3 deficiency"). On (B)(6) 2017, the patient experienced uterine leiomyoma ("inflammatory myomatous uterus") and adenomyosis ("superficial adenomyosis"). On (B)(6) 2017, the patient experienced uterine polyp ("voluminous polyp on hysterectomy scar"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), allergy to metals, fatigue ("morning fatigability"), asthenia ("asthenia"), the second episode of musculoskeletal pain ("persistent shoulder pain"), hypersensitivity ("her allergies have become more severe"), gait disturbance ("difficulty walking"), the second episode of pain in extremity ("legs pain"), memory impairment ("memory disorder") and hormone level abnormal ("hormonal disorder"). The patient was treated with tranexamic acid (exacyl), tacrolimus (protopic), ferrous sulfate (tardyferon), enoxaparin sodium (lovenox) and surgery (essure implants are removed by hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure was removed. At the time of the report, the pelvic pain, allergy to metals, tendonitis, sleep apnoea syndrome, inflammation, toothache, metrorrhagia, tooth disorder, gingival recession, pain, weight increased, breast discharge, the last episode of breast pain, polycystic ovaries, inner ear disorder, visual field defect, arthralgia, tachycardia, tooth abscess, subcutaneous abscess, pharyngitis, hot flush, menopause, stress, anxiety, cystitis, vulvovaginal discomfort, ligament sprain, hypermobility syndrome, fall, malaise, the last episode of neck pain, nausea, vomiting, feeling drunk, hypersensitivity, blood iron abnormal, blood 25-hydroxycholecalciferol decreased, uterine leiomyoma, adenomyosis and uterine polyp outcome was unknown, the menometrorrhagia, polymenorrhoea, dysmenorrhoea, blood prolactin increased, menstruation irregular and migraine had not resolved, the visual impairment, vertigo positional, tinnitus, eczema, palpitations, dry eye, the last episode of pain in extremity, memory impairment and hormone level abnormal had resolved and the gait disturbance was resolving. The reporter considered adenomyosis, allergy to metals, anxiety, arthralgia, asthenia, blood 25-hydroxycholecalciferol decreased, blood iron abnormal, blood prolactin increased, breast discharge, cystitis, dry eye, dysmenorrhoea, eczema, fall, fatigue, feeling drunk, gait disturbance, gingival recession, hormone level abnormal, hot flush, hypermobility syndrome, hypersensitivity, inflammation, inner ear disorder, ligament sprain, malaise, memory impairment, menometrorrhagia, menopause, menstruation irregular, metrorrhagia, migraine, nausea, pain, palpitations, pelvic pain, pharyngitis, polycystic ovaries, polymenorrhoea, sleep apnoea syndrome, stress, subcutaneous abscess, tachycardia, tendonitis, tinnitus, tooth abscess, tooth disorder, toothache, uterine leiomyoma, uterine polyp, vertigo positional, visual field defect, visual impairment, vomiting, vulvovaginal discomfort, weight increased, the first episode of breast pain, the first episode of musculoskeletal pain, the first episode of neck pain, the first episode of pain in extremity, the second episode of breast pain, the second episode of musculoskeletal pain, the second episode of neck pain and the second episode of pain in extremity to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: positive to nickel; basophil count (< 100 - %) - on (B)(6) 2017: 0 %; blood iron (60 - 140 mcg/dl) - on (B)(6) 2017: 28 mcg/dl; blood prolactin - on (B)(6) 2015: 45 ng/ml; on (B)(6) 2015: 32 ng/ml; on (B)(6) 2016: 40 ng/ml (elevated); blood test - on(B)(6) 2012: normal; in 2015: normal; cardiovascular evaluation - on (B)(6) 2013: normal; electrocardiogram - on (B)(6) 2013: normal; on (B)(6) 2017: normal; laboratory test - on (B)(6) 2015: normal; nuclear magnetic resonance imaging - on (B)(6) 2013: discrete horizontal; on (B)(6) 2014: focal area of tendin. Nuclear magnetic resonance imaging brain - on (B)(6) 2015: normal; platelet count - on (B)(6) 2012: slightly below norma; serum ferritin (30 - 250 mcg/l) - on (B)(6) 2007: 17 mcg/l; spinal x-ray - on (B)(6) 2012: did not show any abnormality; ultrasound pelvis - on (B)(6) 2017: without particular it; ultrasound scan - on (B)(6) 2012: nothing abnormal was found; white blood cell count (4000 - 9000 /mm3) - on (B)(6) 2017: 10000 /mm3; x-ray - on (B)(6) 2014: normal; on (B)(6) 2017: essures seen; x-ray limb - on (B)(6) 2012: essure in place on both sides of the pelvis; significant allergies to: latex, iodine, pollen, grass, group 1 molds, birches, beeches and oaks, mediterranean trees and park trees. There is also slight positivity for feathers and dust mites. Further company follow-up with the consumer or lawyer is not possible. Follow-up received on 30-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), allergy to metals ("nickel allergy"), menometrorrhagia ("menometrorrhagia"), tendonitis ("tendinitis at the insertion point between the dorsal interossei of the hand") and sleep apnoea syndrome ("suspected sleep apnea") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1 in 2002, eczema, asthma and multiple allergies. Previously administered products included for contraception: copper iud and mirena; for an unreported indication: oral contraception unspecified. Past adverse reactions to the above products included patient-device incompatibility with copper iud. Concurrent conditions included deep dyspareunia since 2002, constipation since 2002 and dysmenorrhea since 2002. Concomitant products included progesterone for contraception as well as domperidone (motilium) since (B)(6) 2017, loperamide hydrochloride (imodium) since february 2017, nifuroxazide since (B)(6) 2017, smectite (smecta) since (B)(6) 2017 and spasfon since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menometrorrhagia. In 2012, the patient experienced the first episode of musculoskeletal pain ("non injury-related left scapular pain for several weeks"). In (B)(6) 2012, the patient experienced tendonitis with pain in extremity. On (B)(6) 2012, 2 months 18 days after insertion of essure, the patient experienced sleep apnoea syndrome. In (B)(6) 2012, the patient experienced inflammation ("inflammation") and the first episode of neck pain ("cervical pain, neck pain"). On (B)(6) 2013, the patient experienced visual impairment ("visual disturbances / worsening visual disturbances"). In 2013, the patient experienced toothache ("recurrent tooth pain"). On (B)(6) 2013, the patient experienced metrorrhagia ("metrorrhagia"). In (B)(6) 2013, the patient experienced tooth disorder ("worsening of her dentition"). On (B)(6) 2013, the patient experienced vertigo positional ("paroxysmal vertigo, initially characterized as benign, paroxysmal orthostatic vertigo"). In (B)(6) 2013, the patient experienced tinnitus ("left-sided tinnitus"). On (B)(6) 2014, the patient experienced gingival recession ("the gums of part of the upper jaw were receding"). On 27-aug-2014, the patient experienced the first episode of pain in extremity ("left hand and left index finger pain"). On (B)(6) 2015, the patient experienced polymenorrhoea ("frequent periods (three periods lasting 7 days with 4 days in between)"), dysmenorrhoea ("painful periods") and the first episode of breast pain ("breast pain"). On (B)(6) 2015, the patient experienced eczema ("eczema crisis"). In 2015, the patient experienced migraine ("migraines, many migraines over the last year"). In (B)(6) 2015, the patient experienced blood prolactin increased ("significant elevation of prolactin"). On (B)(6) 2015, the patient experienced pain ("sparse pain"). On (B)(6) 2015, the patient experienced weight increased ("10-kg weight gain in a few months"), menstruation irregular ("menstrual irregularities"), breast discharge ("small amounts of nipple discharge (not regular galactorrhea) "), the second episode of breast pain ("mastodynia") and polycystic ovaries ("suspicion of polycystic ovarian syndrome"). On (B)(6) 2015, the patient experienced inner ear disorder ("internal ear problems") and visual field defect ("very small scotoma of the lower right eye"). On (B)(6) 2016, the patient experienced arthralgia ("ankle pain") and tachycardia ("tachycardia"). On (B)(6) 2016, the patient experienced tooth abscess ("dental abscess"), subcutaneous abscess ("umbilical skin abscess") and pharyngitis ("pharyngitis"). On (B)(6) 2016, the patient experienced palpitations ("palpitations, especially at night"), hot flush ("hot flushes"), menopause ("premenopausal"), stress ("stressed") and anxiety ("anxious"). On (B)(6) 2016, the patient experienced cystitis ("cystitis"). On (B)(6) 2016, the patient experienced vulvovaginal discomfort ("recurrent irritations"). On (B)(6) 2016, the patient experienced ligament sprain ("left thumb sprain"). On (B)(6) 2016, the patient experienced hypermobility syndrome ("overall joint hyperlaxity, cervico-occipital junction blockage and left tarsal-metatarsal blockage"). On (B)(6) 2016, the patient experienced dry eye ("eye dryness"). In (B)(6) 2016, the patient experienced fall ("fall"), malaise ("malaise without clear cause"), the second episode of neck pain ("neck pain"), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2016, the patient experienced feeling drunk ("feel drunk"). On (B)(6) 2017, the patient experienced blood iron abnormal ("iron level abnormalities"). On (B)(6) 2017, the patient experienced blood 25-hydroxycholecalciferol decreased ("25-dihydroxyvitamin d2-d3 deficiency"). On (B)(6) 2017, the patient experienced uterine leiomyoma ("inflammatory myomatous uterus") and adenomyosis ("superficial adenomyosis"). On (B)(6) 2017, the patient experienced uterine polyp ("voluminous polyp on hysterectomy scar"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), allergy to metals, fatigue ("morning fatigability"), asthenia ("asthenia"), the second episode of musculoskeletal pain ("persistent shoulder pain"), hypersensitivity ("her allergies have become more severe"), gait disturbance ("difficulty walking"), the second episode of pain in extremity ("legs pain"), memory impairment ("memory disorder") and hormone level abnormal ("hormonal disorder"). The patient was treated with tranexamic acid (exacyl), tacrolimus (protopic), ferrous sulfate (tardyferon), enoxaparin sodium (lovenox) and surgery (essure implants are removed by hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure was removed. At the time of the report, the pelvic pain, allergy to metals, tendonitis, sleep apnoea syndrome, inflammation, toothache, metrorrhagia, tooth disorder, gingival recession, pain, weight increased, breast discharge, the last episode of breast pain, polycystic ovaries, inner ear disorder, visual field defect, arthralgia, tachycardia, tooth abscess, subcutaneous abscess, pharyngitis, hot flush, menopause, stress, anxiety, cystitis, vulvovaginal discomfort, ligament sprain, hypermobility syndrome, fall, malaise, the last episode of neck pain, nausea, vomiting, feeling drunk, hypersensitivity, blood iron abnormal, blood 25-hydroxycholecalciferol decreased, uterine leiomyoma, adenomyosis and uterine polyp outcome was unknown, the menometrorrhagia, polymenorrhoea, dysmenorrhoea, blood prolactin increased, menstruation irregular and migraine had not resolved, the visual impairment, vertigo positional, tinnitus, eczema, palpitations, dry eye, the last episode of pain in extremity, memory impairment and hormone level abnormal had resolved and the gait disturbance was resolving. The reporter considered adenomyosis, allergy to metals, anxiety, arthralgia, asthenia, blood 25-hydroxycholecalciferol decreased, blood iron abnormal, blood prolactin increased, breast discharge, cystitis, dry eye, dysmenorrhoea, eczema, fall, fatigue, feeling drunk, gait disturbance, gingival recession, hormone level abnormal, hot flush, hypermobility syndrome, hypersensitivity, inflammation, inner ear disorder, ligament sprain, malaise, memory impairment, menometrorrhagia, menopause, menstruation irregular, metrorrhagia, migraine, nausea, pain, palpitations, pelvic pain, pharyngitis, polycystic ovaries, polymenorrhoea, sleep apnoea syndrome, stress, subcutaneous abscess, tachycardia, tendonitis, tinnitus, tooth abscess, tooth disorder, toothache, uterine leiomyoma, uterine polyp, vertigo positional, visual field defect, visual impairment, vomiting, vulvovaginal discomfort, weight increased, the first episode of breast pain, the first episode of musculoskeletal pain, the first episode of neck pain, the first episode of pain in extremity, the second episode of breast pain, the second episode of musculoskeletal pain, the second episode of neck pain and the second episode of pain in extremity to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: positive to nickel. Basophil count (< 100 - %) - on (B)(6) 2017: 0 %. Blood iron (60 - 140 mcg/dl) - on (B)(6) 2017: 28 mcg/dl. Blood prolactin - on (B)(6) 2015: 45 ng/ml; on (B)(6) 2015: 32 ng/ml; on (B)(6) 2016: 40 ng/ml (elevated). Blood test - on (B)(6) 2012: normal; in 2015: normal. Cardiovascular evaluation - on (B)(6) 2013: normal. Electrocardiogram - on (B)(6) 2013: normal; on (B)(6) 2017: normal. Laboratory test - on (B)(6) 2015: normal. Nuclear magnetic resonance imaging - on (B)(6) 2013: discrete horizatial; on (B)(6) 2014: focal area of tendin. Nuclear magnetic resonance imaging brain - on (B)(6) 2015: normal. Platelet count - on (B)(6) 2012: slightly below norma. Serum ferritin (30 - 250 mcg/l) - on (B)(6) 2007: 17 mcg/l. Spinal x-ray - on (B)(6) 2012: did not show any abnormality. Ultrasound pelvis - on (B)(6) 2017: without particularit. Ultrasound scan - on (B)(6) 2012: nothing abnormal was foud. White blood cell count (4000 - 9000 /mm3) - on (B)(6) 2017: 10000 /mm3. X-ray - on (B)(6) 2014: normal; on (B)(6) 2017: essures seen. X-ray limb - on (B)(6) 2012: essure in place on both sides of the pelvis significant allergies to: latex, iodine, pollen, grass, group 1 molds, birches, beeches and oaks, mediterranean trees and park trees. There is also slight positivity for feathers and dust mites . Further company follow-up with the consumer or lawyer is not possible. Follow-up received on 26-oct-2018: internal correction: FDA codes added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1 in 2002, eczema, asthma and multiple allergies. Previously administered products included for contraception: copper iud and mirena; for an unreported indication: oral contraception unspecified. Past adverse reactions to the above products included patient-device incompatibility with copper iud. Concurrent conditions included deep dyspareunia since 2002, constipation since 2002 and dysmenorrhea since 2002. Concomitant products included progesterone for contraception as well as domperidone (motilium) since (B)(6) 2017, loperamide hydrochloride (imodium) since february 2017, nifuroxazide since (B)(6) 2017, smectite (smecta) since (B)(6) 2017 and spasfon since (B)(6) 2017. In 2012, the patient experienced the first episode of musculoskeletal pain ("non injury-related left scapular pain for several weeks"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced tendonitis ("tendinitis at the insertion point between the dorsal interossei of the hand") with pain in extremity. On (B)(6) 2012, 2 months 18 days after insertion of essure, the patient experienced sleep apnoea syndrome ("suspected sleep apnea"). In (B)(6) 2012, the patient experienced inflammation ("inflammation") and the first episode of neck pain ("cervical pain, neck pain"). On (B)(6) 2013, the patient experienced visual impairment ("visual disturbances / worsening visual disturbances"). In 2013, the patient experienced toothache ("recurrent tooth pain"). On (B)(6) 2013, the patient experienced metrorrhagia ("metrorrhagia"). In (B)(6) 2013, the patient experienced tooth disorder ("worsening of her dentition"). On (B)(6) 2013, the patient experienced vertigo positional ("paroxysmal vertigo, initially characterized as benign, paroxysmal orthostatic vertigo"). In (B)(6) 2013, the patient experienced tinnitus ("left-sided tinnitus"). On (B)(6) 2014, the patient experienced gingival recession ("the gums of part of the upper jaw were receding"). On (B)(6) 2014, the patient experienced the first episode of pain in extremity ("left hand and left index finger pain"). On (B)(6) 2015, the patient experienced polymenorrhoea ("frequent periods (three periods lasting 7 days with 4 days in between)"), dysmenorrhoea ("painful periods") and the first episode of breast pain ("breast pain"). On (B)(6) 2015, the patient experienced eczema ("eczema crisis"). In 2015, the patient experienced migraine ("migraines, many migraines over the last year"). In (B)(6) 2015, the patient experienced blood prolactin increased ("significant elevation of prolactin"). On (B)(6) 2015, the patient experienced pain ("sparse pain"). On (B)(6) 2015, the patient experienced weight increased ("10-kg weight gain in a few months"), menstruation irregular ("menstrual irregularities"), breast discharge ("small amounts of nipple discharge (not regular galactorrhea) "), the second episode of breast pain ("mastodynia") and polycystic ovaries ("suspicion of polycystic ovarian syndrome"). On (B)(6) 2015, the patient experienced inner ear disorder ("internal ear problems") and visual field defect ("very small scotoma of the lower right eye"). On (B)(6) 2016, the patient experienced arthralgia ("ankle pain") and tachycardia ("tachycardia"). On (B)(6) 2016, the patient experienced tooth abscess ("dental abscess"), subcutaneous abscess ("umbilical skin abscess") and pharyngitis ("pharyngitis"). On (B)(6) 2016, the patient experienced palpitations ("palpitations, especially at night"), hot flush ("hot flushes"), menopause ("premenopausal"), stress ("stressed") and anxiety ("anxious"). On (B)(6) 2016, the patient experienced cystitis ("cystitis"). On (B)(6) 2016, the patient experienced vulvovaginal discomfort ("recurrent irritations"). On (B)(6) 2016, the patient experienced ligament sprain ("left thumb sprain"). On (B)(6) 2016, the patient experienced hypermobility syndrome ("overall joint hyperlaxity, cervico-occipital junction blockage and left tarsal-metatarsal blockage"). On (B)(6) 2016, the patient experienced dry eye ("eye dryness"). In (B)(6) 2016, the patient experienced fall ("fall"), malaise ("malaise without clear cause"), the second episode of neck pain ("neck pain"), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2016, the patient experienced feeling drunk ("feel drunk"). On (B)(6) 2017, the patient experienced blood iron abnormal ("iron level abnormalities"). On (B)(6) 2017, the patient experienced blood 25-hydroxycholecalciferol decreased ("25-dihydroxyvitamin d2-d3 deficiency"). On (B)(6) 2017, the patient experienced uterine leiomyoma ("inflammatory myomatous uterus") and adenomyosis ("superficial adenomyosis"). On (B)(6) 2017, the patient experienced uterine polyp ("voluminous polyp on hysterectomy scar"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), menometrorrhagia ("menometrorrhagia"), fatigue ("morning fatigability"), asthenia ("asthenia"), the second episode of musculoskeletal pain ("persistent shoulder pain"), hypersensitivity ("her allergies have become more severe"), gait disturbance ("difficulty walking"), the second episode of pain in extremity ("legs pain"), memory impairment ("memory disorder") and hormone level abnormal ("hormonal disorder"). The patient was treated with tranexamic acid (exacyl), tacrolimus (protopic), ferrous sulfate (tardyferon), enoxaparin sodium (lovenox) and surgery (essure implants are removed by hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure was removed. At the time of the report, the pelvic pain, allergy to metals, tendonitis, sleep apnoea syndrome, inflammation, toothache, metrorrhagia, tooth disorder, gingival recession, pain, weight increased, breast discharge, the last episode of breast pain, polycystic ovaries, inner ear disorder, visual field defect, arthralgia, tachycardia, tooth abscess, subcutaneous abscess, pharyngitis, hot flush, menopause, stress, anxiety, cystitis, vulvovaginal discomfort, ligament sprain, hypermobility syndrome, fall, malaise, the last episode of neck pain, nausea, vomiting, feeling drunk, hypersensitivity, blood iron abnormal, blood 25-hydroxycholecalciferol decreased, uterine leiomyoma, adenomyosis and uterine polyp outcome was unknown, the menometrorrhagia, polymenorrhoea, dysmenorrhoea, blood prolactin increased, menstruation irregular and migraine had not resolved, the visual impairment, vertigo positional, tinnitus, eczema, palpitations, dry eye, the last episode of pain in extremity, memory impairment and hormone level abnormal had resolved and the gait disturbance was resolving. The reporter considered adenomyosis, allergy to metals, anxiety, arthralgia, asthenia, blood 25-hydroxycholecalciferol decreased, blood iron abnormal, blood prolactin increased, breast discharge, cystitis, dry eye, dysmenorrhoea, eczema, fall, fatigue, feeling drunk, gait disturbance, gingival recession, hormone level abnormal, hot flush, hypermobility syndrome, hypersensitivity, inflammation, inner ear disorder, ligament sprain, malaise, memory impairment, menometrorrhagia, menopause, menstruation irregular, metrorrhagia, migraine, nausea, pain, palpitations, pelvic pain, pharyngitis, polycystic ovaries, polymenorrhoea, sleep apnoea syndrome, stress, subcutaneous abscess, tachycardia, tendonitis, tinnitus, tooth abscess, tooth disorder, toothache, uterine leiomyoma, uterine polyp, vertigo positional, visual field defect, visual impairment, vomiting, vulvovaginal discomfort, weight increased, the first episode of breast pain, the first episode of musculoskeletal pain, the first episode of neck pain, the first episode of pain in extremity, the second episode of breast pain, the second episode of musculoskeletal pain, the second episode of neck pain and the second episode of pain in extremity to be related to essure. The reporter commented: after preoperative testing, it was agreed that the essure procedure would be performed without general anesthesia. Rapid procedure (about 5 minutes) without incident. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: positive to nickel. Basophil count (< 100 - %) - on (B)(6) 2017: 0 % (normal). Blood iron (60 - 140 mcg/dl) - on (B)(6) 2017: 28 mcg/dl (depressed). Blood prolactin - on (B)(6) 2015: 45 ng/ml; on (B)(6) 2015: 32 ng/ml; on (B)(6) 2016: 40 ng/ml (elevated). Blood test - on (B)(6) 2012: normal; in 2015: normal. Cardiovascular evaluation - on (B)(6) 2013: normal. Electrocardiogram - on (B)(6) 2013: normal; on (B)(6) 2017: normal. Laboratory test - on (B)(6) 2015: normal. Nuclear magnetic resonance imaging - on (B)(6) 2013: discrete horizatial; on (B)(6) 2014: focal area of tendin. Nuclear magnetic resonance imaging brain - on (B)(6) 2015: normal. Platelet count - on (B)(6) 2012: slightly below normal. Serum ferritin (30 - 250 mcg/l) - on (B)(6) 2007: 17 mcg/l (depressed). Spinal x-ray - on (B)(6) 2012: did not show any abnormality. Ultrasound pelvis - on (B)(6) 2017: without particulates. Ultrasound scan - on (B)(6) 2012: nothing abnormal was found. White blood cell count (4000 - 9000 /mm3) - on (B)(6) 2017: 10000 /mm3 (elevated). X-ray - on (B)(6) 2014: normal; on (B)(6) 2017: essures seen. X-ray limb - on (B)(6) 2012: essure in place on both sides of the pelvis. Significant allergies to: latex, iodine, pollen, grass, group 1 molds, birches, beeches and oaks, mediterranean trees and park trees. There is also slight positivity for feathers and dust mites. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 8-nov-2018: the case will be deleted from bayer pv database because this is a duplicate from (B)(4) case. Incident- no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.